Manufacturer narrative:
(B)(4). Method: the expiratory limbs of two of the complaint rt265 breathing circuits were returned to fisher & paykel healthcare (B)(4). For the third complaint circuit only a segment of the expiratory limb containing the connector was returned. The three devices were visually inspected. Results: cracks were found in the collar at the patient end of all three expiratory limbs. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the connectors to crack. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuits were all used for about seven days prior to the observed cracking. This suggests that the complaint circuits became damaged during use. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the proximal connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit broke after about one week of use and that this happened with three breathing circuits. No patient consequence was reported.